Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon itself detached into the patient. Reportedly, the detached balloon material was retrieved using a snare. The procedure was completed with another balloon. There were no patient complications reported as a result of this event.